Manufacturer narrative:
Inspected 1 opened/used sensor and performed continuity resistance test and sensor failed per specifications. Due to that it was found that the sensor cannula is damaged (broken electrode). See attachment file for details. Unable to confirm customer received sensor in said condition due to customer returned opened/used.

Event description:
The customer reported via phone call that electrode was broken. Sensor cannula was damaged. Blood glucose was unknown. The product will will be returned for analysis.